Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Visual inspection revealed no anomalies. The lead and tip appear normal. The allegation against the lead was not confirmed.

Event description:
It was reported that this lead was determined to have dislodged. The lead was then explanted and was replaced. No additional adverse patient effects were reported.